Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: 3006160724. Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus negative pressure wound therapy. The complaint was not confirmed, after the evaluation of the returned device. The complaint deems a pump that failed to create pressure and alarm. An evaluation was conducted to the pump as per "renasys go performance and safety check." A visual inspection was conducted and no anomalies were noted. Pump was connected to mains and operated in continuous mode with no anomalies. IV pole clamp was open and closed with no anomalies; pressure setting lock is working appropriately. The pump was tested per the normal test procedure for alarm functions and it is working within specifications. The root cause for the reported issue probably could be related to the dressing technique, canister or the soft port used and not to a malfunctioning of the pump. No corrective action will be taken at this time, as no fault was found with the device. The pump is working within specifications. A ramr review is not needed as this is not an adverse event and no harm was caused to the patient. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Failure to alarm: failed to create pressure and failed to alarm.